Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had keypad anomaly. The customer was assisted with troubleshooting. Customer stated that insulin pump did not respond when they hit the act button and the up and down buttons they did not stop by themselves they kept on running. Customer stated that time was advanced. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing.